Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share log was performed and signal loss was found within the investigation window. The allegation of a transmitter issue was confirmed. The reported event of a transmitter issue is reportable based on the finding of signal loss greater than an hour. The probable cause was a defective transmitter. No injury or medical intervention was reported.